Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00239. During troubleshooting, user facility's biomedical engineer (biomed) verified that 24 volts was coming from base to occluder and 24 volts from on/off switch to the board. The biomed also verified continuity on the membrane panel where the buttons are. Technical support thinks the issue is with the local processor board.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the venous occluder would not power on. The customer was setting up for a case the day before and there was no pt involvement. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or nor adverse consequences to the pt.